Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to faulty force sensor system. The pump passed idle current test, run current test, self-test, off no power test, unexpected error test, displacement test and rewind. The pump was unable to perform occlusion test, prime test and no delivery test due to motor error alarm. The pump was received without original belt clip. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call of damage and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 320 mg/dl. The customer treated for the high readings with syringe. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer noticed a crack on the pump when she tried to bolus. The customer stated that the top right hand corner facing the battery icon is damaged. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.